Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the force sensor was out of calibration. This report is made based on the results of evaluation completed on (B)(4) 2014.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history indicated that all of the pump prime volumes were within normal range. A pump force sensor calibration test was performed and the force sensor was found to be out of calibration reading low force. (B)(6).